Manufacturer narrative:
(UDI): (B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and radiographs. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Per package insert (B)(4) rev a, persona the personalized knee system: pain is a known adverse effects of this procedure; however, root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event; please see associated reports: 0002648920-2019-00429, 3007963827-2019-00185, and 0001822565-2019-02518. Concomitant medical products: all poly patella cemented 38 mm diameter, catalog#: 42540000038, lot#: 64014604. Tibia cemented 5 degree stemmed left size h, catalog#: 42532008301, lot#: 63452782. Femur cemented posterior stabilized (ps) standard left size 11, catalog#: 42500607001, lot#: 63945165. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient was diagnosed with a baker's cyst on the posterior aspect of the left knee three months ten days post primary implantation. Pain was also reported. No medical intervention or treatment noted at this time.